Event description:
Additional information was received from a patient. It was reported the patient had seen their healthcare provider (hcp) due to bad spasms, frequency and lack of control, and the hcp had the patient turn up their device and call them in two weeks. The patient told their hcp that hadn't worked and the hcp told them to turn it up again. The hcp's assistant stated one of the patient's leads had a question mark. The patient noted they would not be going back to their hcp and they still had problems. The steps to resolve the issues had taken place and the patient's concerns had not been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v235031, implanted: (B)(6) 2009, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported she had back surgery that was not related to the device but was within four inches of it. She did not know if the surgeon knocked a wire loose. Two weeks after surgery, she wounded up getting (B)(6), her incision leaked, green stuff dripping out of it. She had (B)(6) cts with seroma the size of golf ball. It was indicated that she was having problem again. Her intersticial cystitis, frequency, spasms, and leaking were getting worse. The event occurred two months ago. She was informed by healthcare provider to turn up the controller and call back in two weeks to see if that helps. She had (B)(6) knee surgeries occurred since she got her device. It was later,patient reported she experienced a loss of therapy. She was implanted for interstitial cystitis. She had already tried to increasing stimulation. Patient stated the nurse in the office who checked her device said there was questions mark on the physician programmer on one of the leads. Patient did not know what that meant. It was indicated that she had back surgery in (B)(6) and she was not sure if something happened during that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.